Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reza1459 showed no other similar product complaint(s) from this lot number.

Event description:
Facility contact reported an alleged catheter infiltration. When removed, catheter was allegedly broken in the thigh region. The broken portion was said to have flipped into the iliac vein and had to be retrieved by interventional radiology.